Manufacturer narrative:
Investigation conclusion: retention products for the reported lot were tested with in-house drug free donor urine and read at 5 minutes. All devices correctly yielded negative results for all coc150 strips. No false positives were observed. Manufacturing batch record review did not uncover any abnormalities. The presence of cross-reacting substances in the test sample may result in false positive results. See section "cross-reactivity" within the performance characteristics of the package insert for a list of the substances evaluated. Substances not listed have not been evaluated. For this reason, a secondary analytical method must be used to obtain a confirmed result. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported receiving a false positive cocaine result using the alere toxicology icup 9 drug panel for one donor urine specimen as compared to a negative laboratory confirmatory result (lc/ms/ms cut-off=100 ng/ml). The customer reported that only one false positive cocaine result occurred out of 100 devices used. No treatment was provided or withheld based on the false positive result.

Manufacturer narrative:
Retention and returned products for the reported lot were tested with in-house drug free donor urine and read at 5 minutes. All devices correctly yielded negative results for all coc150 strips. No false positives were observed. Manufacturing batch record review did not uncover any abnormalities. The reported complaint could not be replicated with either returned or retention product. Therefore, a root cause could not be determined based on the information provided. The presence of cross-reacting substances in the test sample may result in false positive results. Please refer to the "cross-reactivity" section within the performance characteristics portion of the package insert for a list of evaluated substances. This product provides only a qualitative, preliminary analytical result. A secondary method must be used to obtain a confirmed result. Based on the information available, there is no indication of a product deficiency and no corrective action is required.